Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: meter was configured with the correct unit of measure. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2011).

Event description:
Meter is reading in mmol/l instead of mg/dl. No adverse event reported.